Event description:
The customer confirmed there were no death, injury, or infection. The intended procedure was 45 minutes long and the procedure was not prolonged due to the device malfunction. The condition of the patient was not impacted by the event. The procedure was not completed with another device. The reported problem did not affected the diagnostic or therapeutic outcome of the procedure. No medical intervention required because of the reported problem.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, that the suggested event was caused by the following: it was possible that the distal cover overlapped hook at the distal end and did not completely go over the hook. It made the cover insufficiently attached to the subject device and easy to come off. However, the root cause of the suggested event could not be identified. The event can be detected and prevented by following the instructions for use which state: detection method is described in 4.1 of chapter 4 in operation manual. Preventive measure is described in 3.5 of chapter 3 in operation manual. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, during a therapeutic procedure, the single use distal cover dropped out into the patient¿s mouth. It is believed the event occurred at the end of the procedure. The subject device was retrieved by hand from the patient¿s mouth and without any damage. The customer did not apply an anti-fog agent to the scope lens. A lube that is typically used on the scope prior to initial insertion was used. The customer attached the distal cover to the scope and then pulled or twisted the cover to make sure it did not come off. The distal cover was pushed firmly until the hook was fully visible. There was no reported medical intervention, procedural delay or patient harm associated with this event.

Manufacturer narrative:
See related patient identifier (B)(6) (same event, other device in use- single use distal cover). The device has not been returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.